Event description:
It was originally reported that medical intervention was required for this issue. It was later reported by the customer that no medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: based on the evaluation of the set, there was a leak path on the bond between the sample bulb and the sample tubing. It was not possible to determine if the leak path was caused by a manufacturing error of insufficient solvent or due to the handling issue reported by the customer. Corrective action: assembler retraining was performed as a correction to this incident.

Event description:
The customer reported that after release, there was a leak at the product sampler. The customer mentioned additional medical intervention, but it is unknown at this time what that medical intervention was. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Both platelet bags were received, regarding the collection for this event. Upon inspection of the sample bulb line it was noticed that there was a leak coming from the bond of the sample line to the bond. After further inspection a leak path was noticed in the bond connection of the sample bulb to the sample line. Squeezed the sample bulb and platelets leaked out of the line around the area of the leak path. Root cause is likely due to insufficient solvent applied. However, if the operator stripped the sample line with the slide clamp then it is possible to create a leak path with improper stripping techniques. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.